Event description:
Monopolar curved scissor became inoperable and unable to be removed from surgical field during robotic laparoscopic procedure. Robot was placed in emergency mode and trocar removed and replaced w/ new scissor.